Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product auto endo5 ml lot #73m1700287 investigations did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time, since the sample is not available is not possible to determine the source of the defect reported and the root cause is undetermined. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic assisted colectomy, the user was unable to load the applier with clips properly. The user took the applier out from the patient and then tried clip loading unsuccessfully. Clip deformation was reported. No clip fell in the patient and no additional treatment was required. The applier was replaced by a new one.